Manufacturer narrative:
Visual inspection was performed on the returned device. The reported bend/kink was confirmed, and the separation of the support skive/wire/bayonet was noted at the bent/kinked location. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported bend/kink and noted separation of the support skive/wire/bayonet appear to be related to operational context. There was no damage noted during preparation or during inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the device was inadvertently mishandled during advancement such that the device bent/kinked and ultimately separated at the support skive/wire/bayonet but was not seen at the account as the outer member remained intact. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous left circumflex lesion with 75% stenosis. A 2.75x15 mm nc trek rx balloon dilatation catheter (bdc) was prepared before patient use. The bdc was advanced to the target lesion for pre-dilation; however, the bdc was bending. A new nc trek rx was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Analysis of the returned device indicated that the support skive/wire/bayonet was separated 6 cm distal to the outer member to hypotube seal, however, was held by the outer member. No additional information was provided.